Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm during their basal rates. The customer's blood glucose was 405 mg/dl. Customer has treated their blood glucose with a bolus correction. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the cannula was bent on the customer's infusion set. The customer declined to return the insulin pump for analysis.